Manufacturer narrative:
On june 12, 2020, mentor became aware that date of surgery was (B)(6) 2017. Hence, field d7 has been updated to (B)(6) 2017. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/24/2020, mentor became aware that serial number: (B)(6) was inadvertently not reported under previous submission. It has been updated under field d4 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, granuloma, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female of an unknown race who underwent breast implant surgery with mentor memorygel breast implant (siltex hpg, 450cc, unknown date of implant) complained of symptoms of autoimmune disorder sympyoms. Patient reports experiencing shooting pain, swelling, pain in her joints, deep pain in her bones, anxiety, depression, fibromyalgia, memory loss, brain fog, blurred vision, severe acid reflux, neck, back, hip pain, severe intolerance to heat or cold, cold sweats, below normal temperature, severe chronic fatigue leaving her bedridden at times, and not enough energy to even shower. Ultimately, the patient underwent an explantation in april 2017. During the explant, both implants were found to be ruptured. The patient¿s latest mammogram and ultrasound show a mass as well as silicone in her lymph nodes. This report is for the patient¿s left-sided device.